Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 222 mg/dl. The customer stated that insulin exited during a fixed prime upon troubleshooting the issue. The infusion set cannula was not found to be bent. While proceeding with the fixed prime, it was found that the insulin did not exit and that a no delivery alarm was triggered. The customer was advised that the alarm may have been caused by a reservoir or infusion set occlusion. She was advised to change the entire infusion set, reservoir and insulin. Advised return of the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.